Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that time was off by few minutes, incorrect time in the station. A technical support specialist corrected the time and checked the time with other stations, checked the ntp settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue in which the time was off by few minutes on ICU pyxis medstation. The customer reported that the user was not able to pull meds within the correct window of time resulting in a delay in the patient's workflow. There were no adverse events or injuries reported as a result of this incident.